Event description:
I am reporting a medical device protocol contradiction involving CT imaging equipment and imar, iterative metal artifact reduction, post-processing software at (B)(6) hospital, (B)(6). The specific concern is as follows: on (B)(6) 2024, CT imaging at (B)(6) hospital (accession (B)(6)) documented region of interest measurements in my posterior cranial region showing mean hounsfield unit values of 1,905, deviation 37.18, area 3.58 mm², perimeter 11.18 mm. Additional roi measurements on the same imaging showed consistent readings between 1,730 and 1,785 hu. Per (B)(6) published standards, these values exceed the range for calcification (100-400 hu) and fall within the metallic density range. On (B)(6) 2024, a second CT scan at (B)(6) hospital (accession (B)(6)) documented two distinct roi measurements -- mean 1,902 hu area 10.45 mm² and mean 1,087 hu area 7.51 mm², in the same posterior cranial region. On (B)(6) 2026, (B)(6) formally entered ICD-10 z18.10, retained foreign body, metal fragments, into my active problem list (mrn (B)(6)), entered by dr. (B)(6). This constitutes a formal institutional diagnosis based on clinical evaluation and imaging review. On (B)(6) 2026, I self-presented to (B)(6) hospital where clinical staff ordered an imar, iterative metal artifact reduction, CT protocol (accession (B)(6)). Imar is a specialized post-processing protocol applied specifically when metallic implants or foreign bodies are present or suspected, as confirmed by published medical literature at (B)(6). The clinical decision to order imar protocol is itself an acknowledgment that metal was suspected. The results of the (B)(6) 2026 imar CT were reported as normal; no metallic foreign body detected, directly contradicting the existing formal z18.10 diagnosis entered 46 days earlier and the prior hu readings from the same institution. The specific device concern is this: imar post-processing algorithms are designed to reduce metal artifact in imaging. When applied to imaging where a small or advanced metallic foreign body is present, the algorithm may reduce or eliminate the visual signature of that foreign body from the processed image. The radiologist reads the post-processed image, not the raw data. If imar processing was applied without appropriate baseline raw image preservation and comparison, the resulting report of normal findings does not exclude the presence of a metallic foreign body, it reflects the output of a post-processing algorithm applied to imaging where metal was already suspected. This constitutes a potential device use concern under 21 cfr part 803, specifically whether the imar post-processing protocol was applied and documented in a manner consistent with its intended use, and whether the resulting normal finding was communicated to the ordering and treating physicians with appropriate qualification regarding the limitations of imar post-processing in detecting small metallic foreign bodies. No treating physician has provided written clinical explanation of how the imar normal finding is reconciled with the existing z18.10 formal diagnosis or the prior hu readings. Section c: suspect medical device 1: CT scanner with imar post-processing software. Manufacturer: siemens healthineers (primary imar developer) operator/user facility: (B)(6) hospital (B)(6) phone: (B)(6); accession number: (B)(6), date of procedure: (B)(6) 2026. Device 2: pacs: picture archiving and communication system, manufacturer: sectra ab, operator/user facility: (B)(6) hospital, connected facility. Z18.10 retained foreign body (metal fragments).